Event description:
Boston scientific received information that during initial implant, the physician experienced difficulty finding appropriate threshold measurements with this right atrial (ra) lead. Approximately two days later, the ra lead dislodged. A revision procedure was performed. The lead was repositioned in several locations, however, threshold measurements continued to rise. The ra lead remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.